Event description:
It was reported that a patient underwent atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered an esophageal ulcer. It was reported that after the procedure, the patient complained of gastric pain and was diagnosed with esophageal ulcer. Issue was discovered two days after the procedure. The patient was admitted to another hospital and was being followed-up. Additional information received indicated the adverse event was discovered post use of biosense webster inc (bwi) products. The patient required extended hospitalization because of the adverse event because the patient was transferred to another hospital and continues to be hospitalized for esophageal ulcer. Generator information was a smartablate generator.

Manufacturer narrative:
Device investigation details: information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30863218l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 14-nov-2202, additional information was received indicating the patient was discharged from the hospital where the patient was transferred after developing esophageal ulcer without additional medical treatment. The date of discharge was unknown. No esophageal ulcer was observed before the ablation procedure. The physician's opinions on the relationship between the event and the product is that the event was not caused by the bwi product. The patient outcome of the adverse event is fully recovered. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).